Event description:
A user facility reports that an inraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not knwon whether there was patient impact/injury associated with this event. Additional information has been requested.